Event description:
It was reported that pump experienced malfunction with malfunction code displayed and issue recurred even after pump was reset. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy. Technical support arranged replacement pump.